Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the contact perform a system check and the occlusion appeared to be caused by the site. However, the contact indicated that the insulin was resumed without an occlusion alarm sounding and may keep the site in place as another occlusion had not occurred.